Event description:
It was reported while using bd¿ hypodermic needles 21 g x 1 1/2 in a mix of product sizes was packaged. There was no report of patient impact. The following information was provided by the initial reporter: the purchasing team reported when they unpacked, they found 1 needle with the wrong size.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the photos, one 22g 1-1/2 in needle was observed inside 21g 1-1/2in blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. After a process review, the primary packaging line clearance is a potential step where a mixed part may have occurred. A simulation was conducted to determine the number of assembled needles that could be at the blind spot and not visible to the production technicians. This found that the probable cause could be that an assembled 22g 1-1/2in needle from the previous batch may be left in the blind spot corner of the needle hopper bin.

Event description:
It was reported while using bd¿ hypodermic needles 21 g x 1 1/2 in a mix of product sizes was packaged. There was no report of patient impact. The following information was provided by the initial reporter: the purchasing team reported when they unpacked, they found 1 needle with the wrong size.